Event description:
The dentist reported that the driver tip fractured and could not be retrieved during implant surgery.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The tip of returned product is fractured. Scratches and signs of wear were noticed on the external surface. The device history record review was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿